Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the lead was inserted into the pt for implant placement. When the lead was removed for repositioning intraoperatively, the doctor noticed blood inside the sheath and did not feel comfortable to continue use with this lead. The lead was not permanently implanted or tested with voltage. No further info was requested at this time.